Event description:
This report is regarding a patient enrolled in an investigation initiator site. A (B)(6) male was injured in a rollover motor vehicle accident on (B)(6) 2014 at 02:40. Ems witnessed the patient having a seizure and becoming unresponsive. Patient was intubated in the field and was transported by helicopter to (B)(6) emergency department with a gsc (glasgow coma scale) score of 3t, indicating deep unconsciousness. Patient was acidotic, had a high creatinine, high glucose and high wbc (white blood cells) count on arrival. Patient was bronched on (B)(6) 2014 and had a concomitant left humerus fracture, trauma to his right eye and pneumomediastinum. A CT scan was performed and revealed that the patient's right sided temporal/frontal/parietal skull was depressed. Patient also had a comminuted fracture, with underlying sdh (subdural hematoma), tsah (traumatic subarachnoid hemorrhage) front and temporal contusions, with a 6.3 mm midline shift from the right to the left. The patient's neurological status improved to gcs-6t, after the CT scan. Patient's left pupil was 4mm, round and brisk. Patient's right pupil was 5 mm round and sluggish. The neurosurgery team administered ancef and placed a stat icp (intracranial pressure) monitor. Fosphenytoin was also administered. Upon completion of placement of icp monitor, icp's were measured at 23 mmhg and then it was decided to take the patient to surgery. The quattro catheter was placed into the patient's left femoral vein at 05:59 on (B)(6) 2014. Patient's first recorded core temperature was 36. 3 ° c. He reached the goal temperature of 35 ° c at 06:27 and at 07:05, the dura mater was opened. Patient reached a temperature of 33° c at 08:25. Patient was given antibiotic prophylaxis, shivering prophylaxis, mannitol (icp), fosphenytoin and levetiracetam for seizure prophylaxis. To prevent venous thromboembolism, an order for scd (sequential compression device) was placed on (B)(6) 2014 at 4:18 am. Rewarming of the patient began on (B)(6) 2014 at 13:30. Patient's temperature at that time was 33° c. Patient reached 36.5°c at 02:30 on (B)(6) 2014 (13 hrs, ~ 0.25°c/hr). Heparin sub q, 5000 units, 1 ml was started on (B)(6) 2014. The quattro catheter was kept in place, in case of re-bound hyperthermia. The icp monitor was also kept in place to monitor for elevated icp. The icp monitor was discontinued after no elevated icps approximately 24hrs after normothermia. The quattro catheter was removed on (B)(6) 2014 at 14:30 (~4 days). Heparin was stopped on (B)(6) 2014. On (B)(6) 2014, the patient had orif surgery (open reduction and internal fixation) surgery. On (B)(6) 2014, heparin was started again until (B)(6) 2014. Patient had a fever work up and complaints of pain on (B)(6) 2014. A CT coronary angiogram was performed on (B)(6) 2014 and showed that the patient had an acute left lower lobe lobar and right lower lobe segmental pulmonary embolism with associated right lower lobe pulmonary consolidation, which may represent infection/aspiration, hemorrhage or infarction. Subject refused full dose of sq lmwh (low molecular weight heparin) on the afternoon of (B)(6) 2014. Patient received one dose at night. An upper extremity PICC line was placed and IV heparin additive 25,000 units was given on (B)(6) 2014 at 13:23. A doppler ultrasound was performed on (B)(6) 2014 at 22:00 and showed that the patient sustained occlusive thrombus in the left common femoral vein, extending into the external iliac vein. A right upper extremity superficial thrombosis involving the cephalic and basilic veins was also observed. Warfarin was started on (B)(6) 2014. IV heparin was discontinued on (B)(6) 2014. The venous thromboembolism (vte) was resolved on (B)(6) 2014. Patient was discharged on coumadin from the hospital on (B)(6) 2014. No further information was provided.

Manufacturer narrative:
The investigation site reported that the event was life threatening and hospitalization was prolonged following the orif surgery. The site also reported that the event may have possibly been related to the study device. The patient experienced a fever work up on (B)(6) 2014, following the orif surgery that was performed on (B)(6) 2014. This resulted in the patient being diagnosed with pulmonary embolism and dvt approximately 17 days after the quattro catheter was removed. There was no report of a device malfunction. The patient's history and comorbidities are high risk factors for deep vein thrombosis (dvt) to occur, therefore the manufacturer is conservatively reporting this event. Product labeling "instructions for use" states that: "possible complications with central venous catheters include: atrial or ventricular perforation, cardiac tamponade, air embolism, catheter embolism, thoracic duct laceration, bacteremia, septicemia, thrombosis, inadvertent arterial puncture, hematoma formation, hemorrhage, nerve damage and dysrhythmias". Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.